Event description:
During a laparoscopic appendectomy the ex35b was reloaded and would not fire. A second ex35b was opened and it would not fire. A third ex35b was opened to complete the procedure, there was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why the instruments reportedly "would not fire" during surgery. The instruments were returned in good physical condition. Cartridge a was returned with the middle alignment finger broken off and missing. Cartridge b was returned with broken alignment fingers. No conclusion could be reached as to how this damage occurred. The instrument was cycled, fired, cut, and formed staples within design specification. The instruments were disassembled to examine the internal components and no deformations could be identified. It was concluded that the instruments were fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Comments: if the loading instructions are not followed and the cartridge is loaded improperly into the channel of the instrument, the cartridge and instrument will become damaged. Each instrument is evaluated during the assembly process to ensure it functions properly.